Event description:
It was reported that during the implant procedure there was difficulty getting the helix to extend/retract consistently on two separate leads. It took an abnormal number of turns to extend the helix. The leads were removed from the body and there was still difficulty with the helix mechanism. The leads were not implanted and a third lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and stretched out of spec, helix is also slightly bent. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.